Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The m2 screw, upper auxiliary sub-assembly, and input/output printed circuit board were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 3 occurrences of "system error 322" alarm were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.